Event description:
N/a

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period oct 2019 through sep 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during a routine check that the cs100 intra-aortic balloon pump (iabp) had a rapid helium loss. It was noted that a full cylinder would last only two (2) or three (3) days of usage. There was no patient involvement, and no adverse event reported. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The fse checked and confirmed that the problem was with the o-ring ( washer ) of helium cylinder. To fix the issue, the fse replaced the o-ring (washer), and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event was shortened due to field character limit; the full name is (B)(6) hospital.